Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
A patient had a left total hip replacement with the same like devices (stryker accolade tmzf stem and l-fit anatomical v-40 head) on (B)(6) 2007 by the same doctor at the same facility. The patient is currently experiencing audible clicking in his left hip and has elevated cobalt levels. A left hip revision was performed.

Event description:
A patient had a left total hip replacement with the same like devices (stryker accolade tmzf stem and l-fit anatomical v-40 head) on (B)(6) 2007 by the same doctor at the same facility. The patient is currently experiencing audible clicking in his left hip and has elevated cobalt levels. A left hip revision was performed.

Manufacturer narrative:
An event regarding impingement involving a trident liner was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection was performed by a material analysis engineer which noted the following; [...] The non-articulating side exhibited damages consistent with explantation. The images were taken from opposite sides. On both views corrosion products were observed inside the female taper lock region. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined.[...] Material analysis: explantation damages were observed on both sides of the insert. The insert exhibited yellow discoloration during in-vivo from absorption of synovial liquid proteins1. The articulating surface of the insert showed scratching and burnishing. These damage modes are commonly identified on uhmwpe inserts2. One region exhibiting damage consistent with impingement was observed.[...] -medical records received and evaluation: a review of the provided medical notes, x-rays and mar by a clinical consultant noted the following; [...] With two total hip arthroplasties in situ more than nine years, the diagnosis of trunnionosis based on one moderate serum cobalt elevation is not justified based on the clinical and radiographic material reviewed. None of the components implanted in either hip were subject to a recall. There is no evidence these revision surgeries were the result of factors of faulty component design, manufacturing or materials.[...] -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review concluded [...] With two total hip arthroplasties in situ more than nine years, the diagnosis of trunnionosis based on one moderate serum cobalt elevation is not justified based on the clinical and radiographic material reviewed. None of the components implanted in either hip were subject to a recall. There is no evidence these revision surgeries were the result of factors of faulty component design, manufacturing or materials.[...] No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.